Manufacturer narrative:
(B)(4). No heating up noted. However, unit was received with a blank display, problem isolated to electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had over heated battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.